Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Reportedly, the insulin gauge remained static at 220 units. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support.